Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The nc traveler balloon dilatation catheter was advanced to the lesion against resistance and during the first inflation the balloon ruptured at 8 atmospheres. Resistance was met with the anatomy during removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. The traveler was replaced with trek to continue the procedure. No additional information was provided.